Event description:
It was reported by the affiliate that during a proximal gastrectomy procedure, after firing the device, the surgeon noticed that there were not any staples in a quarter circle of the anastomosis. Hand suture extended the or time by one half hour. There was no pt consequence.